Event description:
It was reported that the insulin pump alarmed motor error frequently when the reservoir was low. The most recent blood glucose reading was 110 mg/dl. The customer stated that sometimes when he received a low reservoir alert, he would also receive a motor error and occasionally a no delivery alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.